Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. Visual inspection was performed with no issues noted. The sample underwent simulated use testing with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not allow flow of solution during filling after the solution reached the filter. There was no patient involvement. No additional information is available.